Event description:
Affiliate reported that the customer was hospitalized for high blood glucose and dka. The customer had accidentally tallen and the pump was bumped. Trobleshooting was performed. The pump tested fine and the download appears satisfactory.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. Co therefore considers this report complete.